Manufacturer narrative:
Unit received with dog chew marks on casing of unit. Unit received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer blood glucose value was 150 mg/dl. The product will return for the analysis.